Event description:
Complainant alleged that while attempting to monitor, a female patient in respiratory distress, the device would not respond to input selection via the front panel membrane. Complainant indicated that the patient subsequent expired, however it was not a result of the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.